Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough and sore throat. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's soundabatement foam. The patient has alleged of having cough and sore throat. Patient also alleged to had double lung transplant and takes almost 30 medications in a day along with the heart medicine while using this device. Medical intervention was not specified. Section b1, b2, b7, h1, codes in section h6 were updated in this report.